Event description:
On 10/2/95 two disks were removed from the pt's back. Six pedicle screws and 2 rods were installed. The pt got an infection after the surgery and it took him one month to recover. After that, he experienced severe pain. Pt wanted the device to be removed but the dr said he can't remove it until he tried to "infuse" it.